Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the detector lens is recessed. Sometime is able to use but not sure if the value is accurate under this error. No consequences or impact to patient were reported.

Event description:
The customer reported the detector lens is recessed. Sometime is able to use but not sure if the value is accurate under this error. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found the optical detector lens is recessed. The unit powered on using lab stock batteries but the display is blank and displays no graphics. Display lcd failure results in nothing displayed on the lcd when the emma is on. The recessed optical detector lens may result in a clogged adapter error when an airway adapter is installed and may result in incorrect measurement values. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.